Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that lately it is really hard to get the controller to pick up and work ¿on this thing.¿ this started happening ever since he switched to the smaller implantable neurostimulator. When it was replaced, the battery is a lot smaller, and the old stimulation was bigger, so the patient thinks that it is rattling around in the old pocket and it is not quite as easy to hit. The patient was able to successfully connect and use the patient programmer at the time of the report. There were no patient symptoms or complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that they weighed (B)(6) at the time of the event.